Event description:
On (B)(6) 2010, patient's wife reported patient noticed the down button was defective while attempting to adjust his basal rates. Wife stated the infusion device does not respond when the down button is pressed. Wife reported the button springs back up as normal. Patient has switched to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.